Event description:
A (B)(6) female patient contacted zoll customer support to report that her electrode belt connector would not stay latched into her monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector will not stay latched) was confirmed. Upon investigation the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the patient's electrode belt and monitor. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.